Event description:
Customer could only report that th alarm is broken but was unable to provide any further information. Customer could not provide a specific date when this was found. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product found the nurse call light does not come on when weight is taken off the sensor. Alarm passes all other functional tests. (B)(4)